Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Unit received with operating currents within specification. Unit passed selftest, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Pump was returned for pump error 25. Power management tool confirms the unloaded voltage loaded voltage were within specification. However, pump error 25 found at the long trace history file. Unit had intermittent non-sleep anomaly software error. Unit received with cracked case on the back at the battery tube area and battery tube threads. Unit received with faded serial number label. Unit received with minor scratched display window, case and keypad overlay.

Event description:
It was reported via phone call that insulin pump alarmed for power error detected. Customer¿s blood glucose was 4.5mmol/l at time of incident. Customer also states that labels are faded. Insulin pump will be return for analysis.